Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer reported the alarm would occur during a bolus. The customer's blood glucose was 103 mg/dl. Customer stated the alarm was resolved by a complete set change in the past. The customer was advised to call back when the alarm occurs to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.